Event description:
It was reported during reprocessing, the video scope had a bubble coming out when they were looking at it, it had a leak. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: scratches on distal edge. Based on the results of the investigation, and since the customer reported malfunction was not confirmed, a probable root cause could not be established. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the video scope had a bubble coming out when they were looking at it, it had a leak. There were no reports of patient involvement.